Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image appeared blurry but it looked like the conductor wire was loose and had made a loop. The second image showed a dislodged proximal clevis due to a broken main tube. This led to the black conductor wire being dislodged as well. The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. The instrument could not be removed and was stuck in the reducer. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer provided images of the reported instrument. The instrument could not be removed due to a loose and displaced metal part. The instrument was removed altogether with the cannula.